Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "on (B)(6) 2016, epidural pump volume infused 84.6/100 ml on pump history and bag was dry."